Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had followed the prompts during the load sequence. There was no adverse impact to customer's blood glucose level. Reportedly, customer loaded a new cartridge to resolve the issue.